Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-06859 and 2134265-2017-06925. It was reported that automatic pullback occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, unable to perform pullback occurred. The physician opted to reconnect and replace the catheter, however, it was not resolved. The 100v ilab ultrasound imaging system recovered when main switch was turned off and on.